Manufacturer narrative:
One used sample connected to a mating device was returned by the customer for evaluation. As received, there was no physical damage or anomalies observed. The whole set was tested and no leaks or anomalies were confirmed. The residual torque of the item #cl2000s was found to be within specification and the female luer was confirmed to comply with iso design expectations. The customer's complaint of leaks could not be confirmed or replicated. A device history record review could not be conducted because no lot number was identified.corrected information can be found in h5 - labeled for single use.

Event description:
The complaint/event involved a chemolock¿ that reportedly leaked an unspecified vincristine at the chemo lock connection with their gravity tubing. The patient lost a significant amount of vincristine and was required to be re-dosed. The leakage came in contact with the patient as he has some on his clothes, the nurse was in appropriate ppe and did not have contact with the leaked chemo. The patient was at the baseline after the incident. They could not verify if there was any hole, cut, tears or any defect noted in the tubing as they couldn't really test it since there was still chemo in the system. The leak seemed to be at the connection of the spiros and the gravity tubing being used. No patient harm or adverse event was reported but there was delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.